Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient went to the hospital for unrelated device reasons. The patient said they did testing on her while she was there. The patient said it was a chemical stress test/a test where the patient was imaged on a table with a rotating camera. The patient said she was not asked if she has a device and the hcp didn't know she had one. The patient said the next day she started having problems in the area of the stimulator in her back. The patient said she hoped the device wasn't messed up now. The patient said the implant area is very sore and tender and when the patient tries to walk it is like her back bends in half and she feels like a folding chair where her back won't let her walk. The patient said her muscles have been effected. The patient said she has not tried turning the device off to see if that resolves the issue. No further complications were reported.